Event description:
A (B)(6) admitted to our emergency dept for treatment of dehydration and respiratory issues. No respiratory distress during admission. IV was started in the ac area of the pt's left arm and secured with dressing/tape and a IV arm board with coban wrap to secure the IV site. Pt was treated for strep infection with IV fluid bolus and antibiotics. After treatments, the nurse went to discontinue the IV and during removal of the IV catheter noted IV catheter was not attached to the IV catheter hub. Arm was immobilized with an arm board and ed physician notified. Physician ordered soft tissue x-rays and ultrasound. The soft tissue x-rays identified the IV catheter component was still in the arm above the IV site. Physician discussed the situation with the family and decision made to transfer the baby to (B)(6) hosp for the procedure to attempt to retrieve the catheter component. Baby was transferred from (B)(6) to (B)(6) by fixed-wing airplane. No further info is known at this time as to the baby's outcome, nor the procedures/interventions required to retrieve the catheter component.